Event description:
Information was received from a representative and a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had a pocket revision on (B)(6) and their battery site was still leaking. An hcp stated that they saw the patient last week and said that the patient likely had a simple stitch abscess. No further complications were reported. Additional information was received from a healthcare professional (hcp) and a consumer regarding the patient. It was reported that the patient was seen on (B)(6) 2017 when they expressed that they were having a hard time communicating with their implantable neurostimulator (ins). The hcp stated they had coverage but it was difficult to recharge. It was thought that the battery may need to be revised to a more superficial area. The ins was relocated to a pocket in the same location, but was moved closer to the skin. No further complications were reported.